Event description:
The pt's mother reported that her daughter's blood glucose reached over 400 mg/dl while on vacation. They were unable to reduce it and ended up in the hosp for a day. The device was discarded. No other details about the event were available at the time of the call.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. No device problem mode was specified by the caller. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."